Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 52 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the low and no further information was provided. The customer mentioned having sensor calibration issues at night, as well as large sensor glucose versus blood glucose differences. The customer reported that they are low unaware. The insulin pump will not be returned for analysis.